Manufacturer narrative:
The events occurred on an unspecified date in 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with ten units of revaclear 400 dialyzers, external blood leaks were observed from the connection between ¿the upper orifice of the dialyser where the luer lock connection is made to the arterial line of the hemodialysis system¿. The events occurred in patients who were performing hemodialysis without heparin ¿from the third hour of therapy¿. The volume of external blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.